Event description:
The user received the walker on (B)(6) 2011 and had had another walker of the same model since (B)(6) 2010. The user was walking on a wooden floor when the right rear wheel fell off. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from comingoff was loose, but undamaged behind the wheel cap. The wheel axles of the walker were according to specification. According to etac's customer, the walker had been reconditioned without wheel change. Etac ref. No. (B)(4).